Event description:
It was reported that the patient exhibited episodes of syncope. It was identified that the patient's right ventricular lead had dislodged. The lead was repositioned on (B)(6) 2026. The patient was stable.